Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain, chronic pelvic pain/ pelvic area') in an adult female patient who had essure (batch no. 675112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, bowel motility disorder and depression. Concomitant products included escitalopram oxalate (lexapro) from 2007 to 2012, levonorgestrel (mirena) since (B)(6) 2012 and tramadol. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )") and menorrhagia ("abnormal bleeding ( menorrhagia),"). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), hypersensitivity ("allergic or hypersensitivity reaction"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti,"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and migraine ("migraines/headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, hypersensitivity, allergy to metals, vaginal haemorrhage, menorrhagia, hormone level abnormal, vaginal discharge, urinary tract infection, bladder disorder, urinary tract disorder, migraine and weight increased outcome was unknown and the abdominal pain, dyspareunia and fatigue had resolved. The reporter considered abdominal pain, allergy to metals, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion (successful closure of the right and left fallopian tubes secondary to essure wire placement). Concerning the injuries reported in this case, the following one were described in patients medical record: pelvic pain, vaginal bleeding, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain, chronic pelvic pain/ pelvic area') in an adult female patient who had essure (batch no. 675112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, bowel motility disorder and depression. Concomitant products included escitalopram oxalate (lexapro) from 2007 to 2012, levonorgestrel (mirena) since (B)(6) 2012 and tramadol. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )") and menorrhagia ("abnormal bleeding ( menorrhagia),"). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), hypersensitivity ("allergic or hypersensitivity reaction"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti,"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and migraine ("migraines/headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, hypersensitivity, allergy to metals, vaginal haemorrhage, menorrhagia, hormone level abnormal, vaginal discharge, urinary tract infection, bladder disorder, urinary tract disorder, migraine and weight increased outcome was unknown and the abdominal pain, dyspareunia and fatigue had resolved. The reporter considered abdominal pain, allergy to metals, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion (successful closure of the right and left fallopian tubes secondary to essure wire placement). Concerning the injuries reported in this case, the following one were described in patients medical record: pelvic pain, vaginal bleeding, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs & mr received : reporter information, lot no was added. Previous event "injury nos" replaced with pelvic pain. New events added: hormonal changes, vaginal bleeding, menorrhagia, allergic or hypersensitivity reaction, urinary tract infection, bladder or urinary problems changes, migraines, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, abdominal pain. Severity added for abdominal pain. Outcome added for abdominal pain, dyspareunia (painful sexual intercourse fatigue and fatigue. Concomitant drugs, medical history and lab test were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.